Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified moderate wear and debris about the implant threads. The product matched print specifications where measured against drawing pdtsvb11 rev l (cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 11 (universal) and used for approximately 5 months prior to the event. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63653878. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63653878) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (malposed implant) or product (tsvb11). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable with the information provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k013227.

Event description:
Doctor reports that a bridge was placed in patient's mouth. An already integrated implant tsvb11 in adjacent tooth site had to be removed due to poor angulation to the bridge. Another implant was placed in the same site. Tooth site #11.